Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a water filled loaded set. Downstream sensor calibration values were viewed through the biomed options. Fluid filled set values were found out of specification. Elevated adc counts can cause false downstream occlusion alarms. Additionally, the depth from the downstream sensor flex mounting surface to the downstream plate was measured and was found out of specification. This was a contributing factor of the high adc counts. The downstream shim was reworked.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a constant downstream occlusion message. There was no patient involvement.